Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: red particles, opening extended on posterior, underweight and creases fold. A visual and microscopic analysis was performed which identified opening crease sharp on posterior and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture of the left side device diagnosed by MRI. This device has been explanted and replaced.